Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the motor was skipping. The event occurred during testing with no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) seven times. The last repair was may 4, 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by zimmer biomet surgical was not performed since the customer denied the aged repair quote. The device was returned to the customer unrepaired. Repair of the electric dermatome was not performed by zimmer biomet surgical since the customer denied the aged repair quote. The device was returned to the customer unrepaired. The reported event was non-verifiable since the device was not evaluated since the customer denied the aged repair quote. The root cause of the motor skipping cannot be specifically determined with the provided information since the device was not evaluated due to the customer denying the aged repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.